Event description:
It was reported that during a procedure, while using the universal oscillating saw attachment the blade stopped moving. When the blade was removed from the attachments, the synvasive blade was observed to be broken. It was also observed that there were only three of the eight hub pegs left which secure the blade to the attachment. It was reported that the surgical team performed a 5 to 10 minute manual exam of the surgical site and field and the hub pegs could not be located. Another universal power set was obtained and the case was completed without any delay. The medwatch is being submitted in conjunction with MDR# 2950261-2013-00002.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.